Manufacturer narrative:
Continuation of d10: imd49jb53 lead implanted: (B)(6) 2003. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a fall. It was noted that the right atrial (ra) lead was undersensing resulting in inappropriate pacing. The right ventricular (rv) lead exhibited a low lead impedance warning and it was noted that there was a capture issue on the rv on the current electrograms (egm). The ra and rv lead were capped and replaced with a leadless implantable pulse generator (ipg). No further patient complications have been reported as a result of this event.